Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for plaque in the right mid superficial femoral artery using a in.pact drug coated balloon, a balloon twist (balloon wrap) occurred at the same part of the balloon during inflation. The vessel was pre-dilated with a 4 x 250 pacific plus device, and embolic protection was used with a 5mm spider filter. The sheath used was a 5f destination, and the guidewire was a 0.14 spider filter. The balloon was inflated with a 50/50 contrast solution using an encore 26 inflation device, and the twist was present from the beginning and persisted through burst pressure. The device was passed through a previously deployed stent. The instructions for use were followed without issue. The physician deflated, pulled back, and reinflated the balloon, but the wrap occurred at the same part of the balloon. The device was safely removed from the patient, and the procedure was completed using a new 0.18 inpact 5x150 device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: mid degree of calcification. Lesion was hawked prior to ballooning, with 30% if not less lesion stenosis. Lesion length was 140-150 mm and artery/vein diameter was 4.9 - 5.2 mm. The balloon was pulled back after initial inflation to confirm balloon wrap and balloon had wrap in the same area of balloon but different place in vessel. Product analysis biologics was observed on the returned device the size indicated on the luer 05 diameter 150mm 130cm there was no damage observed to the balloon bond there was no damage observed to the tip the balloon returned in post inflation state a twist was observed on the returned balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.